Event description:
It was reported that the on (B)(6) 2025, the pwd¿s father reported that the pwd experienced a line-blocked alarm. The first cleo 90 infusion set was removed, and no issues were identified. The infusion site was on the upper buttocks. A second cleo 90 infusion set was then applied, but another line-blocked alarm occurred. Upon removal, a bent cannula was observed. The pwd reported no unusual issues during insertion. The pwd also changed the cassette (not an ICU medical product) along with the cleo 90 infusion set. Despite these changes, the pwd¿s glucose remained elevated, and later, a ¿cassette empty¿ alarm was received. After replacing the cassette, the pwd¿s glucose levels began to respond and decrease. The pss confirmed that emergency services were not required at that time. The pwd¿s father requested replacements for the cleo 90 infusion sets and the cassette that had to be changed and agreed to return two infusion sets and one cassette associated with the reported issues. There was no patient injury.

Manufacturer narrative:
H6: codes were updated. Two device was returned for investigation. No cannulas were returned for evaluation, only the tubing sets were returned. The adhesive pads were not attached to the base; no other physical damage or other anomalies were observed. In order to replicate clinical use and to detect leaks and occlusions, testing was conducted on the returned samples, flow was established and no leaks observed on both returned samples. The complaint of line blocked is confirmed based on the event description, probable cause unknown. The probable cause of the reported problem unknown.